Event description:
The customer tested 163 mg/dl, ate, and took 4 units of novalog. The customer reportedly tested 3 hours later with a result of 66 mg/dl. He reportedly drank ginger ale and tested 10 minutes later with a result of hi. Within 1 minute he tested 96 mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.